Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7079544. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 371304.

Event description:
It was reported that the patients midline incision was infected. Symptoms of redness and swelling at the incision site were noted. The physician believed that the infection was not device nor procedure related and it was unknown what caused it. The patient was placed on antibiotics and underwent an explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.